Event description:
Reporter alleged the blood glucose lancet device needle used in finger-stick, blood glucose testing would not retract and has to puncture her finger manually as a result. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.